Event description:
(B)(4) clinical study. It was reported that chest pain and restenosis occurred. In (B)(6) 2010, the patient presented with angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.2 mm. The lesion was treated with direct stent placement using a 2.50 x 16 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. An unspecified date in (B)(6) 2012, the patient presented to an outside facility with recurrent chest pain. At the time of event, the patient was on aspirin and prasugrel and study medication per protocol was never taken during the course of the study. Target vessel revascularization (tvr) was performed. No source documentation is available for this event. Enrolling site has been unable to obtain further information despite good faith efforts. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Event date: (B)(6) 2012. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).